Manufacturer narrative:
The reported malfunction was observed. However, after the device was disassembled to isolate root cause, the reported problem could no longer be duplicated. Customer declined repair of the device and was labeled not for clinical use. No trend is associated with reports of this type.

Event description:
Complainant alleged that during functional testing, the device displayed a "bridge test failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.